Event description:
It was reported by the aci sales professional that a (B)(6) male patient was staged to undergo two different interventional peripheral procedures to repair multiple vessels. The first procedure was on (B)(6) 2013 and the second procedure was on (B)(6) 2013. Access was obtained at the femoral head above the bifurcation via two different 6f/7f sheaths (model unknown). The first sheath was used on the right side on (B)(6) 2013 and the second sheath on the left side on (B)(6) 2013. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size 6mm on both sides. Following both procedures, the physician who is a trained user, selected two different mynxgrip vascular closure devices 6f/7f to close the right access site and the left access site. It was reported that no complications were noted during either procedure. The patient was kept in the hospital after the first procedure (on (B)(6) 2013) because the procedure was staged and would continue the next day ((B)(6) 2013). The patient remained in the hospital on (B)(6) 2013 as originally scheduled for observation of the stent placement. The patient's date of discharge is unknown. On (B)(6) 2013, the patient presented to a different (second) hospital with complaints of chest pain and groin pain. Both the right and left groins were reported to be red and warm to the touch. The patient was admitted to the hospital and the physician at the second hospital started the patient on IV antibiotics. By the following day, the patient's right groin had cleared up. Two days post-antibiotic treatment both groins appeared "normal" and the patient was no longer experiencing pain. The deploying physician reported that he believes the events were either a local reaction or allergic reaction and "not" an infection. The aci sales professional noted that it was reported to him that the patient would be discharged from the hospital during the week of (B)(6) 2013. The physician from the second hospital refused to provide any additional information.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.